Event description:
It was reported that a clearlink system continu-flo solution set (primary line) which was delivering normal saline allowed solution from the secondary line to back up into the normal saline. The secondary line was delivering venofer. This issue occurred during a patient infusion and was noted while the nurse was making a 30 minute assessment check. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed including clear passage and pressure tests; the results were satisfactory. Additionally, a backflow functional test was performed with an in-lab secondary medication set to check the general function of the check valve and the result was satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.